Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during an implantation procedure, the subject lead was inserted into the patient¿s atrium and positioned in the right atrial appendage. The lead was tested by a pacing system analyzer, but low lead impedance values were consistently measured in bipolar configuration and ventricular capture failure was also observed. The lead impedance was not improved by repositioning the lead tip at multiple sites, ensuring a proper attachment of the alligator clips, or using the ventricular channel of the psa. In unipolar configuration, the ventricular lead impedance was measured at around 500 ohms. Since no normal lead impedance values were measured in bipolar configuration, the use of the lead was discontinued and a different lead was implanted.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during an implantation procedure, the subject lead was inserted into the patient¿s atrium and positioned in the right atrial appendage. The lead was tested by a pacing system analyzer, but low lead impedance values were consistently measured in bipolar configuration and ventricular capture failure was also observed. The lead impedance was not improved by repositioning the lead tip at multiple sites, ensuring a proper attachment of the alligator clips, or using the ventricular channel of the psa. In unipolar configuration, the ventricular lead impedance was measured at around 500 ohms. Since no normal lead impedance values were measured in bipolar configuration, the use of the lead was discontinued and a different lead was implanted.